Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had hard time to get the reservoir in to lock in the insulin pump and the ring came off. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump had cracked battery tube threads, broken half of reservoir tube lip and missing reservoir tube o-ring, however test reservoir will lock/click in place properly, minor scratched display window, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.